Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided e1: reporter first/given name: (B)(6). E1: reporter last name: (B)(6). E1: reporter email address: (B)(6). E1: reporter establishment name:(B)(6). E1: reporter address:(B)(6). E1: health professional: (B)(6). E1: occupation: other health care professional e1: initial reporter also sent report to FDA: unknown a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient experienced peri-implantitis at implant tooth site #8. The implant fell out at the patient's home.